Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: a review of the pump black box showed several pump reboots after cs 088 alarms occurred. A visual inspection of the pump revealed the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump powered on and the ez-prime steps were performed correctly. The pump¿s cover was removed and unrelated to the complaint, moisture was observed on the power printed circuit board and other components inside the pump. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.